Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported separation was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties to be related to the user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the high torque guide wires instruction for use states: all hi-torque guidewires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It is likely that the wire tip separation was due to the way it was used. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide catheter: launcher jl4.0 6f. St jude medical medical pressure wire. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the whisper ls j shaped guide wire was used in an attempt to remove a non-abbott fractional flow reserve (ffr) catheter tip from a mildly calcified left main/left circumflex artery with 40-50% stenosis. An attempt was made to tangle the whisper ls guide wire with the ffr catheter tip, but as a result the tip of the whisper ls guide wire was wrenched off and moved with the blood flow probably to the right iliac artery, without direct clinical consequences. The patient was in good condition. Intravenous infusion of unfractionated heparin was administered and the patient was transferred to coronary care rooms where previously planned coronary artery bypass graft surgery (CABG) was performed and the ffr catheter tip was removed as well. The tip of the whisper ls guide wire was not removed and remains in the patient anatomy. No patient sequela was reported. No additional information was provided.